Event description:
The patient alleges that a component (the baffle) of the nebulizer was missing from the product and that, as a result, she could not taker her nebulizer treatment and needed to be treated at the emergency room. She was treated at the emergency room and release with no further problems. No other reports of similar issue have been received and there will be continued monitoring of complaints for this issue.

Manufacturer narrative:
Patient alleged that device was missing the small plastic baffle component and that rendered the device inactive. There is 100% inspection testing of this product in production for the presence of all components. Examination of existing inventory (including the lot of the product in question) found no product with similar defects. Production test validation was also verified.